Event description:
The pt was implanted with an ams perigee graft on (B)(6) 2010. It was reported that the pt had the device "explanted" on (B)(6) 2012 due to dyspareunia. The mesh was exposed midline at apex and a dime size mesh was removed from the midline. There was a fold of mesh at the apex. The pt outcome was indicated to be "fine."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.